Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer was treated by paramedics for hypoglycemia, with a blood glucose reading of 24 mg/dl. The customer stated that prior to the event, the reservoir had loosened from the insulin pump and she had pressed the reservoir back in without rewinding it. The customer also stated that the reservoir and the infusion set was working and that she changed her infusion set after receiving two no delivery alarms. Programming was correct but the prime menu does not show her infusion set change. Troubleshooting was performed and the insulin pump passed the self test and high pressure test. Nothing further was reported.